Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all functional and image tests with no problem found. A definitive root cause cannot be identified. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "warning - if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Page 7. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image problem. The issue was found during preparation for a therapeutic procedure. There were no reports of patient harm.